Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient called the clinic after hearing their device beeping. The clinic had the patient do a transmission and it was found that the lead integrity alert had triggered due to the right ventricular (rv) lead oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that a nips (non-invasive program stimulation) procedure was performed on the patient. No programming intervention was then needed for the rv lead upon completion of the nips procedure. The lead continues to remain in use and no patient complications have been reported as a result of this event.